Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was used after expiration. Review of the lot history record indicated an expiration date (use by date) of 2025-05-31 and the procedure date was (B)(6) 2025 which is post expiration. It should be noted the label indicates use-by-date symbol, which is next to the expiration date. The instructions for use violation would not have contributed to the reported event. Based on the information provided, the investigation determined that the reported issues and subsequent treatment appears to be related to operational context of the procedure. Factors that may contribute to difficulty advancing and moving the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported issues as it was reported that the ht proceed guide wire was advanced through and removed from a heavily calcified, heavily tortuous artery that is also 100% stenosed that likely led to the reported tip separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 2017- use after expiration.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous anterior tibial artery, that is 100% stenosed. During advancement of the hi-torque (ht) proceed guide wire, resistance was met due to anatomy and failed to cross. During withdrawal of the guide wire, resistance was noted due to anatomy. The guide wire tip separated and remained free-floating in an unimportant side branch. The part and lot number provided indicate that the device was expired. No additional information was provided.